Event description:
It was reported that during clinical follow-up, externalized conductors were observed. Lead remains implanted.

Event description:
New information received indicated that patient presented to the ER after receiving a shock. ICD was observed to be in backup vvi reset mode. During revision, leads were found to be eroded. System was replaced.

Event description:
Previous information received noted low, out of range high voltage lead impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. External insulation abrasion was noted at 20.3-20.8cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of low hv lead impedance.